Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 12-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 36 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2017 she experienced heavy menstrual bleeding (seriousness criterion medically important), sinusitis ("sinusitis"), menstrual migraine ("menstrual migraine,"), migraine ("persistent migraines"), vitamin d deficiency ("vitamin d deficiency"), dizziness ("dizziness"), loss of libido ("loss of libido"), coccydynia ("coccyx pain"), tendonitis ("eft/right elbow tendinitis"), vision blurred ("vision (difficulty focusing)"), mucous stools ("mucous stools") and dry mouth ("dry mouth") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, sinusitis, menstrual migraine, migraine, vitamin d deficiency, dizziness, loss of libido, coccydynia, tendonitis, vision blurred, mucous stools, dry mouth or weight increased. The reporter commented: period of occurrence: since the end of 2017/start of 2018 to date on a daily basis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 36 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2017 she experienced heavy menstrual bleeding (seriousness criterion medically important), sinusitis ("sinusitis"), menstrual migraine ("menstrual migraine,"), migraine ("persistent migraines"), vitamin d deficiency ("vitamin d deficiency"), dizziness ("dizziness"), loss of libido ("loss of libido"), coccydynia ("coccyx pain"), tendonitis ("eft/right elbow tendinitis"), vision blurred ("vision (difficulty focusing)"), mucous stools ("mucous stools") and dry mouth ("dry mouth") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, sinusitis, menstrual migraine, migraine, vitamin d deficiency, dizziness, loss of libido, coccydynia, tendonitis, vision blurred, mucous stools, dry mouth or weight increased. The reporter commented: period of occurrence: since the end of 2017/start of 2018 to date on a daily basis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.